Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: hi (greater than 33.3 mmol/l), lo (less than 0.6 mmol/l), and 5.4 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.